Manufacturer narrative:
Alleged failure: cib (B)(4), rep. Doesnt always transmit. Sjc0014986. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be (1) interference with other equipment (2) defective token used or (3) issue with the monitor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.